Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the site had verified the instruments and when they went to navigate, the camera was unable to see any of the instruments. The use of navigation and imaging was aborted. This issue occurred intraoperatively and caused a 10-15 minute surgical delay. There was no reported impact on patient outcome.